Event description:
It was reported that patient had experienced an overdose with the symptoms of sedation and altered mental state. Drugs delivered via the device were dilaudid, droperidol, bupivacaine, baclofen, and clonidine. The programmer report was reviewed on (B)(6) 2012 and it was stated that "programmer report from (B)(6) 2012 showed concentrations had changed, but the pump was not updated and the rate was not changed." Patient was hospitalized; medication adjustments/intervention included narcan ((B)(6) 2012), ativan 0.5mg IV/po prn ((B)(6) 2012). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the telemetry was reviewed and the reservoir volume was updated but the concentrations were not. It was believed the hcp forgot to change the concentration and/or continuous rate.

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8780, serial # , implanted: (B)(6) 2012, explanted: unk. (B)(4).